Manufacturer narrative:
Film evaluation summary: the reported tip detachment was confirmed based on the available images; however, the cause of the event could not be determined based on the limited number and poor resolution of the still fluoroscopic images available. The pre-implant anatomy could not be evaluated as pre-implant CT imaging was not provided. In addition, procedural imaging, including fluoroscopic video recordings demonstrating advancement of the delivery system, stent graft deployment, and the moment of tip detachment, was not available for a more comprehensive evaluation of the event. Device evaluation summary: one still image received for analysis. Image depicts a detached tip of an endurant delivery system. Additional information received: it was reported that it is uncertain whether anatomical tortuosity or excessive force may have contributed to the tip detachment; however, the physician noted that no similar tip detachment had been encountered in prior procedures. There were no tracking difficulties, as the anatomy was not particularly tortuous or severely stenotic; therefore, no special maneuvers were performed. No loss of guidewire support occurred during the procedure. It was confirmed that no modifications were made to the device prior to use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that the device was inspected prior to use, with no issues identified, and that the instructions for use (IFU) were followed during device preparation and throughout the procedure. No calcification was observed at the implantation site; however, thrombus was present. It was noted that due to the abdominal aortic occlusion, the procedure was performed using a kissing deployment technique. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Photo evaluation summary: one still image received for analysis. Image depicts a detached tip of an endurant delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An enew2020c80ee stent graft was implanted during the endovascular treatment of an aortic ulcer. It was reported that during the index procedure no obvious issues were observed during the deployment of the stent graft. However, a tip fracture occurred during withdrawal of the delivery system, and the fractured tip could not be retrieved initially. A snare device was used to capture the fractured tip, which was successfully removed via a sheath. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient is fine.